Event description:
Information was received indicating a cadd disposable cassette or administration set under infused. It was reported the cartridge had a zero volume on the pump but actually had 44cc of narcotic, dilaudid, remaining of the 250 cc total volume. Per reporter the pharmacy reported they fill the exact amount and bio med tested the pump which passed with no noted issues. It was also reported a similar event occurred on the same unit with a different patient. No adverse patient effects were reported.